Event description:
It was reported that when injecting "opdivo" with the bd phaseal¿ injector luer lock n35j into the saline bag during use, resistance was felt before finishing and the plunger could no longer be pushed in. The following information was provided by the initial reporter, translated from japanese to english: "while injecting opdivo into a saline bag, the hcp felt resistance just before finishing it and became unable to push the syringe plunger any longer."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-14. H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and an occlusion was observed within the needle housing. Functional testing verified liquid could not flow from the syringe through the injector into the infusion bag. Further evaluations identified an accumulation of polypropylene inside the injector cannula. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification and verifying all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. It is possible the cannula was not properly positioned before being inserted into the needle housing, therefore pulling the polypropylene particles that clogged the injector cannula. Without a lot code, we cannot verify this to be true for this incident. Manufacturing personnel have notified of this incident to increase awareness of this issue. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when injecting "opdivo" with the bd phaseal¿ injector luer lock n35j into the saline bag during use, resistance was felt before finishing and the plunger could no longer be pushed in. The following information was provided by the initial reporter, translated from (B)(6) to english: "while injecting opdivo into a saline bag, the hcp felt resistance just before finishing it and became unable to push the syringe plunger any longer."